Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had white and flashing display. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.